Manufacturer narrative:
The reported event of a high, high voltage (hv) impedance was confirmed. As received, a partial lead was returned in two pieces for analysis. Visual examination found an internal insulation abrasion breaching the right ventricular cable lumen underneath the superior vena cava shock coil. Both ethylene tetrafluoroethylene (etfe) coating cables were abraded and separated at this location. The cause of high hv impedance was due to the abraded/separated of the right ventricular cable conductors at the abrasion location.

Event description:
It was reported that the patient was asymptomatic. It was noted that the defibrillatory impedance on the right ventricular (rv) lead was higher than the normal range. The rv lead was explanted and replaced. The patient was stable.